Event description:
The customer reported that during an hcv assay, there was low volume in row a, positions 10, 11 and 12. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.